Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported stimulation was lost approximately a year ago (date of event unknown) due to failure to recharge and use the scs system. The patient may consider surgical intervention as the next course of action.